Event description:
Customer reported an incident of hyperglycemia, requiring hospitalization at a time when he was unable to use his aviva system, due to error within specifications. The customer tested successfully at 9:52 pm, was unable to test the next morning, was hospitalized at 12:30 pm, treated for hyperglycemia. A request was made for the return of the system, replacement was sent.